Event description:
After iabp for 24 hours, the iab leaked. Blood was noted in the catheter. (Event complications: unknown - reported 7/31/98; none - reported 8/3/98. (Pt's current status: unk - reported 7/31/98.)